Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04555. The pt rec'd two leads with different lot numbers. It was reported the pt was not receiving effective stimulation, and had surgical pain. The pt reported he had turned his system off. F/u identified the sjm rep met with the pt for reprogramming. It was reported reprogramming resolved the issue.